Event description:
During servicing, it was found that the pump did not have audio function.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was confirmed that the audio function was not present. Further evaluation identified that the absence of audio was due to an improperly seated backflex tail on the input/output printed circuit board (I/o pcb). All detection capabilities and functions performed as expected.